Event description:
Nurse, who was covering patient while primary nurse was off the floor, entered patient room to respond to 'air in line' alert on alaris pump that was running the patient's total parenteral nutrition. Upon inspecting the intravenous tubing, nurse noted a large volume of air in the tubing. The air extended past the chamber and extended up to the total parenteral nutrition bag itself. Nurse immediately disconnected tubing from patient. Did not reach the patient.